Event description:
Customer reported that on (B)(6), 2012 she received a reading of 110 mg/dl on her adc blood glucose meter, which was higher than she felt. She then self-administered an unknown amount of insulin in response to the reading. Customer then went into the bathroom to take a shower, experienced a loss of consciousness and hit her head. Customer reported she may have taken the incorrect dosage of insulin in response to the reading. Customer's family helped her to bed and called her healthcare provider. Customer was educated by her healthcare providers about her condition and blood glucose, but no third-party emergent medical intervention was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1263323) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.